Event description:
It was reported that a dexcom g7 sensor paired with the dexcom app but not the ilet, consistent with an intermittent communication failure involving the electrical/magnetic subsystem and antenna; after bluetooth troubleshooting on the phone, the sensor connection resumed and glucose readings were received. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and ilet consistent with intermittent communication failure, with relevance to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.